Event description:
Reportedly, the patient was hospitalized on (B)(6) 2017 following the observation of several vt episodes in remote follow-ups. On (B)(6) 2017, the patient underwent a vt ablation procedure. During the follow-up performed on (B)(6) 2017, the physician observed episodes of noise and an increase in the ventricular impedance and continuity measurements. Reportedly, noise was reproduced by provocative maneuvers of inspiring / expiring. During the in-clinic follow-up performed on (B)(6) 2017, the physician could not reproduce the noise by moving the ICD can and the connection header in the pocket and by making the patient move his arms. However, the noise was reproducible by deep breathing of the patient: sustained noise was observed with a sensitivity threshold set to 0.4mv, non sustained noise was observed with a sensitivity threshold set to 0.6mv, and no noise was observed with a sensitivity threshold set to 0.8mv. The ventricular sensitivity threshold was reprogrammed to 0.6mv, fv persistence was set to 10 cycles and the alert on ventricular oversensing was set to on for the remote monitoring before the patient left the hospital. The next follow-up was scheduled for (B)(6) 2017.